Manufacturer narrative:
Results:the reported high impedance observed in the field was confirmed. The lead was returned with instrumentation damage breaching the outer tubing. X-ray analysis identified broken/detached wires in the terminal end causing all of the channels to be electrically open. As there was no evidence of instrumentation damage where the fractures were located, the broken wires and separation between the spacers and electrodes are consistent with the lead being subjected to tensile overstress while in vivo. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced a fall. It was also reported the dbs lead had high impedance values which may have resulted from the fall. The lead was explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.